Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed the reported issue. Upon further inspection, the philips field service engineer (fse) identified a malfunction of the image processing pc and a tripped fuse. After replacing the image processing pc, the tripped fuse and the hard disk drives, the system was returned in good working condition and was ready for clinical use. Further log file analysis confirmed the malfunction of the image processing pc. The image processing pc was returned for further analysis. Functional testing was performed and no failure was observed. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.